Manufacturer narrative:
The lot was manufactured between february 1, 2017 ¿ february 2, 2017. (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified that liquid was around the fill port, suggesting a leak. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The leaking solution was observed from the fill port after the filling of the bladder. There was no patient involvement. No additional information is available.